Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, h6 impact codes and h6 device codes.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring greater than 200 ohms since a year on this right ventricular (rv) lead. Technical services (ts) reviewed the data and stated that the device exhibited undersensing and inappropriate pacing. Additionally, the shock impedance value could also indicate a lead impairment with potential impossibility to convert arrhythmias. Ts recommended to consider this system replacement in order to implant a new lead with proper electrical in range values. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that the shock impedance measurements were consistently high along with high thresholds. Subsequently this lead was surgically abandoned. No additional patient adverse effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring greater than 200 ohms since a year on this right ventricular (rv) lead. Technical services (ts) reviewed the data and stated that the device exhibited undersensing and inappropriate pacing. Additionally, the shock impedance value could also indicate a lead impairment with potential impossibility to convert arrhythmias. Ts recommended to consider this system replacement in order to implant a new lead with proper electrical in range values. This rv lead currently remains in service. No adverse patient effects were reported.